Event description:
Revision surgery date: (B)(6) 2012 at (B)(6). Original surgery date: unknown. Performed in (B)(6). Reason for revision: loose/failed glenoid. Hardly any cement on the failed implant and in the keel hole.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.